Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
The customer reported via the sales rep that the gamma nail has broken. The sales rep further reported that the pt's primary surgery was on (B)(6) 2010. Further info and x-rays have been requested from the sales rep.